Event description:
A stapler was used to suture the femoral artery puncture point.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported device entrapment cannot be replicated in a testing environment as it was based on operational circumstances. The needle to cuff miss/failure to cycle cannot be confirmed as not all device parts were returned. The guide break/material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is being retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after a mechanical thrombectomy for acute occlusion of left middle cerebral artery procedure. Reportedly, after completing step three, it was found that there was no connecting line on the pulled needles. There was a broken white line on the back needle and an empty needle on the front needle. In addition, the guide was separated into two pieces but successfully removed from the patient via surgery. It was confirmed there was no foot separation. Serious damage was caused to the blood vessels, there was no blood flow in the lower extremities which resulted in a dissection and bypass surgery. No additional information was provided.